Event description:
(B) (4). Same case as 2134265-2010-01549. It was reported that following a coronary artery stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated was an 80% restenosed, portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion by implanting a 2.50x20 and 2.75x32mm taxus liberte stents. Residual stenosis was 0%. There were no complications. At 153 days after the initial procedure the patient was hospitalized for a non-st mi. The physician performed a ptca in the lad. No further information is available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was further reported that one day following this event the patirnt developed myocardial ischemia. The prox lad underwent pci without stenting 162 days post the index procedure. There was no thrombus present.

Manufacturer narrative:
(B)(4).